Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The unit was restarted and no issues identified. The cause of the reported error was not identified.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient involvement.